Event description:
It was reported a front case on a pcu is being replaced. No further information is available.

Manufacturer narrative:
The reported issue of unresponsive (shorted) keypad is confirmed based on the field action. Physical inspection noted the keypad was observed in good condition with no obvious issues observed. During internal inspection, the returned keypad was observed with signs of fluid ingress near where the flex cable meets the circuit layer the front case keypads were connected to the cad pcu test fixture for functional testing. The returned keypad failed the maintenance keypad test due to the system on key failing to power on the device. However, all other soft keys were functioning as intended. The ac indicator light illuminated on as expected but was observed with the issue mentioned above. Electrical failure ¿ design. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : only a keypad was provided for investigation.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported a front case on a pcu is being replaced. No further information is available.